Manufacturer narrative:
Additional information added: h6 and h10. H10: the device was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismax machine and 4 units of prismaflex st150 set, an ¿arps¿ (self-test failure) alarm was generated and the treatment was ended without the extracorporeal blood being returned to the patient. The estimated blood loss was approximately 800-1000 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.